Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Lot number was not provided so device history record review cannot be performed. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the second implant did not fire. Handle/trigger did not snap back after trigger pulled the first time. The first and second anchor remained unsecured in patient's knee behind capsule. No attempts were made to retrieve the anchors, sutures have been removed. Third anchor did not fire at all. Surgery was successfully finished with another ar-4502.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. Lot number was not provided so device history record review cannot be performed. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the second implant did not fire. Handle/trigger did not snap back after trigger pulled the first time. The first and second anchor remained unsecured in patient's knee behind capsule. No attempts were made to retrieve the anchors, sutures have been removed. Third anchor did not fire at all. Surgery was successfully finished with another ar-4502.